Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid(5 mg/ml at .8510 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that on (B)(6) 2017 a noncompliant patient missed a refill. The low reservoir volume was reported as being programmed at 2ml. It was noted that the patient had an empty pump and an appointment with the hcp was made for (B)(6) 2018. No patient symptoms were reported and no further complications have been reported as a result of this event.